Manufacturer narrative:
(B)(4). The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms and loss of capture (loc). The patient was symptomatic with the loss of biv pacing. The lead was observed to have dislodged and fell into the right ventricle (rv). An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.